Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient's right eye had an unstable anterior chamber, and also hearing a whistle sound coming from the system occuring during the phacoemulsification portion of the cataract procedure. The surgeon informed that this portion of the operation lasted longer than usual. Also, when replacing the phaco handpiece on an aspiration and irrigation cannula the surgeon noticed that an adapter on the aspiration tube was cracked. The surgeon tried to join the cannula with the tube harder and continued to aspirate the cortical remains of the lens. There was add'l surgical manipulation performed with the cannula in order to push the cortical material towards the aspiration cannula in the process. The surgeon informed that corneal edema was noted and medications were administered post operatively. Thus, the pt was treated with oral medications, eye drop medication, and subconjunctival injection at one day post op visit. Add'l info has been requested for this care via communication and follow up questionnaire. A product sample has been requested for evaluation for this case.